Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump stopped working suddenly and that it won't turn back on after replacing the battery. The patient's blood glucose at the time of incident is unknown. The customer stated that the spring was displaced from the compartment. No further details were given. The insulin pump is in warranty and will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The insulin pump received with blank display due to missing battery tube spring. Unable to verify for battery out of limit alarm and unable to perform functional check including rewind and basic occlusion, occlusion, prime, excessive no delivery, displacement, self-test, unexpected restart test and all operating current measurement due to blank display. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and corroded pump battery tube.